Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 179762045, lot # bdib7se, supplier: (B)(4). Batch1: lot units were released on 01 aug 2014 with no discrepancies. Batch2: lot units were released on 27 jun 2014 with no discrepancies. No non conformance reports were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: nkb, mni, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a spinal fusion (l3/4) on (B)(6) 2014. After surgery, adjacent intervertebral disorder occurred at l2/3 and l4/5. On (B)(6), 2023, a reoperation was performed. In the reoperation, set screws and rods of l3/4 were removed, and screws were added to l2 and l5. Tlif treating l2/3 and tlif treating l4/5 were done. The patient outcome was reported to be stable. There is no problem in the fusion site treated in the initial surgery in 2024. This report involves one expedium spine system rod 5.5 x 45mm. This is report 5 of 7 for (B)(4).